Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-25, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. Replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. It was also reported that the patient's right atrial (ra) lead was fractured. The ra lead was partially explanted and replaced. No patient complications have been reported as a result of this event.